Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock for ventricular fibrillation (vf), however, it may have been an inappropriate shock as the arrhythmia may have been atrial driven versus ventricle driven. It was also noted there was possible occasional atrial undersensing on stored electrograms (egm). The device and lead remain in use. No further patient complications have been reported as a result of this event.